Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was localized to compressed/damaged j2 pins 1, 7, and 8.

Event description:
While the fse was on site for another issue, the customer also reported the device would not charge. There was no reported adverse patient impact.